Event description:
It was reported that check syringe plunger sensor. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. The plunger not in place alarm was found at start up. Error history log review found a plunger not in place alarm. The root cause of the reported issue was found to be the alarm occurred when the plunger head was tight against the pump, one of the flippers was up resting on ear clip. Actions were taken to mitigate the reported issue: replaced left plunger case and reset the timing plates in the plunger head.